Event description:
It was reported that, during implant testing, the system could not induce an arrhythmia. The doctor was able to successfully induce an arrhythmia via a catheter. Later, the autosetup feature was unable to find a good sensing vector. The r-waves and the t-waves were now about the same height. Technical services reviewed the device downloaded data and advised using the secondary sensing vector. This was done successfully. There were no additional adverse patient effects. The system remains implanted.